Manufacturer narrative:
(B)(4). All breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject breathing circuit would have met the required specifications at time of production. The user instructions that accompany the rt210 adult dual-heated breathing circuitt state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt210 adult dual-heated breathing circuitt failed the ventilator leak test before use. It was noted that the tubing of the rt210 circuit had a small hole. There was no patient involvement.